Event description:
Baxter japan stated, a customer reported that a 2ml/hr infusor overinfused, giving 45ml over 17.5 hours. The contents of the device were saline and 5fu. There was no pt injury or medical intervention required. No additional info.

Manufacturer narrative:
The device is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time.